Event description:
A us distributor returned charger/modem sn (B)(4) indicating that the charger was displaying an error code when charging a battery pack.

Manufacturer narrative:
Evaluation: device evaluation of charger/modem sn (B)(4) has been completed. The report problem (displaying error code) was confirmed as received, the current controlling q1 transistor of the charger bedside board was thermally damaged. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the defective charger/modem.